Manufacturer narrative:
Upon investigation of the actual device used in the incident, it was determined that the cabinet continued to freeze upon returning the item. A technical support specialist remoted in, ran the medbank unit (mu), and rebooted the cabinet to resolve. The user was then able to issue the medication without the freezing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the cabinet continued to freeze upon returning items. While medications are being returned successfully, certain medications are causing the screen to freeze. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.